Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified mid left anterior descending artery (lad). The lesion was ablated and was then predilated with an unspecified 2.0mm balloon. A 3.00x16mm taxus liberte stent was then advanced to the lad but was unable to cross the lesion. The physician attempted to remove the device from the patient and while pulling back the stent dislodged inside of the y-connector, outside of the patient. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is listed as 'good'.

Manufacturer narrative:
(B)(4).

Event description:
During device evaluation, the baxter service technician reported a colleague infusion pump displaying failure code 810:11. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as colleague 2006. No additional information is available.

Manufacturer narrative:
(B) (4) the device has not yet been received for evaluation of "over infusion". Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump and could not confirm the customer reported condition of "overinfusion". Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. Uim master software versions with a software configuration number ending in (B) (4) will be categorized as remediated.

Event description:
The facility reported a pump with a "failure volume output test" which resulted in an overinfusion. The condition occurred during biomed service. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available. The software version for this device is currently not known.